Event description:
It was reported that an individual with a deep brain stimulation implantable pulse generator (ipg) experienced multiple complications related to the implant site. The chest wound at the original implant site did not heal properly, with recurrent bleeding and skin tearing, necessitating multiple surgeries to address the skin issues. The implant was subsequently relocated to the abdomen approximately four months prior, which initially resolved the issue. However, the individual later developed pain near the lead wire, approximately three inches behind the left ear. A black dot of dead skin appeared on top of the implant battery, which expanded into a bleeding blister, and skin separation was noted underneath the abdominal implant. The individual visited the emergency room twice due to these symptoms. Cat scans and blood tests for sepsis and infections were performed, with negative results. The individual was treated with ibuprofen and tylenol, which provided some relief. Due to the ongoing complications, removal of the implant battery was planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.